Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports "it looked like one of the catheters the heat seal used to close/seal individual catheter packaging caught part of the catheter in it and it had crushed/crimped halfway through the catheter as well. He did not use the catheter. He said he did open the catheter so it will not be caught in the seal anymore." Based on photos provided, it is visible the damage to the catheter from where it was caught in that seal.